Event description:
It was reported that during placement, the collector fell out. Was not in use for infusion when it fell out (was heparocked). There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the extension tubing of the luer is confirmed and was determined to be use-related. One clamp and a red luer of a powerpicc attached to a needleless injection cap was returned for evaluation. The returned product sample was evaluated and the following observations were made: a tear in the extension tube was seen at the red proximal connector the fracture surfaces of the damage contained striation-like patterns and radiating tear marks, which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that during placement, the collector fell out. Was not in use for infusion when it fell out (was heparocked). There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.